Event description:
Philips received a complaint on the mrx monitor/defibrillator indicating that the customer requested to be provided with a quote because the device is showing a failed self-test. There was no patient involvement. Available details indicate that the quote was directed to the concerned team who could handle the request for the customer, therefore the case was canceled. The device was not available for additional investigation. Because the case was canceled, the cause of the reported problem is unknown and cannot be confirmed. The investigation concludes that no further action is required at this time.